Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. The reporter alleged that the audio bolus button was under responsive. It was noted that the audio bolus button cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with the audio bolus button cover missing and no visible damage to the keypad cover. During testing, all of the keypad buttons and audio bolus button were normally responsive. The keypad cover was removed and no evidence of contamination was found under any of the keypad button contacts.